Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump failed to deliver insulin and did not sound or show any alarm. The blood glucose reading was over 500 mg/dl. No further info was provided.